Event description:
The customer reports the system did not fluoro and there was no image.

Manufacturer narrative:
(B) (4). The ge svc rep pulled the log files and verified the system was not fluoroing. He resolved the cause to igbts and ordered same. He replaced the igbt and operational checkout including boot, fluoro, image handling, controls as well as mechanicals. (B) (4)